Event description:
The device involved is a pin of diam. 2.7 mm ((B)(4); lot unk). The pin tip broke during the surgery. The surgeon noticed that the nail tip broke through the post operative x-rays and he did not remove it.

Manufacturer narrative:
There has been only one previous unconfirmed report of this pin breaking. The broken pin was bent indicating that the pin might no have been extracted properly. The pin is supposed to be extracted co-axially to the pin itself so it is not bent. The lot number is unk. Chemical analysis, metallographic and mechanical characterization testing is in progress.